Event description:
It was reported to philips that the heartstart xl monitor / defibrillator displayed interference on the electrocardiogram (ECG) tracing during a cardioversion treatment. Philips is considering this event to be a serious injury because the treatment was interrupted and the outcome of the event is unknown. The customer reported that during a cardioversion attempt, the, ECG tracing was distorted with superimposed interference. When the users switched from ¿main¿ or ac power to battery power, a clear ECG tracing was displayed. A third party field service engineer (fse) inspected the device. The device passed all self check and operations tests. No ECG interference was observed on the device in either ac or battery power mode. A philips third party engineer concluded the ECG waveform interference was either the result of another device causing electrical interference while on main power, or to poor skin preparation. The heartstart xl+ instructions for use states ¿radio frequency (rf) interference coming from other devices than the heart start xl+ may degrade the performance of the heartstart xl+. Electromagnetic compatibility with surrounding devices should be assessed prior to using the defibrillator/monitor.¿ (publication number 989803160581, edition 1, july 2011, p.I.). Philips is unable to determine the cause of the reported problem as it could not be reproduced. The device remains in service at the customer site. The information gathered for this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator displayed interference on the electrocardiogram (ECG) tracing during a cardioversion treatment. Philips is considering this event to be a serious injury because the treatment was interrupted and the outcome of the event is unknown. Additional information has been requested.